Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The insulin pump passed the displacement test. The insulin pump was received with case cracked behind the insulin pump at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl, at the time of incidence. Customer was treat with carbohydrate intake for low blood glucose level. Customer was not using the auto mode feature at the time of incidence. Customer was advised to discontinue from the insulin pump. Customer reported cosmetic damaged to the insulin pump. Customer declined to troubleshoot for the low blood glucose level. The insulin pump will be returned for analysis.